Event description:
It was reported that the handpiece failed the characterisation test with a torque of 98. This happened before surgery; therefore, the patient was not involved at the moment. The results of investigation show the snaplock nut became unthreaded from the snaplock, which is a reportable malfunction.

Manufacturer narrative:
H10: h3, h6: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut had become unthreaded from the snap lock which can cause the handpiece to fail characterization. This is because the unthreaded nut would prevent the snap lock from moving fully along the lead screw. The malfunction is likely due to supplier / raw material fault.